Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected, showing a static fill estimate of 120 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the cause of the issue, which can arise from a large variance in measured pressures, and advised that the estimate will adjust when the amount matches the static number. A task was created to assist in setting up a replacement pump to prevent the return of another replacement due to difficulties in transferring personal profile settings. Despite attempts to contact the customer, the case was closed after a callback and follow-up email.